Event description:
Pump (identifiers redacted) had gotten the disconnect alarm earlier in the day, but a nurse had reprogrammed the device and no longer got the alarm. Later in the day, the alarm came back while a patient was on the device. The patient was not harmed in any way.